Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient had knee pain; patella was resurfaced & poly was swapped out. Patient had osteoarthritis. Left knee. Components not revised: ksc01530, lot: 1466454 advance stem extension; kftcnn3l, lot: 1436926, advance stature femoral; kttinp30, lot: 1458133, advance ii modular tibial base; ksc01530, lot: 0711375638, advance stem extension.